Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured varying rate/sense impedances through the associated chronic defibrillation lead. The patient reports symptoms including dizziness that correspond to the out-of-range measurements. A change in r-wave sensing was also reported. Attempts to evoke noise using clinical maneuvers were unsuccessful. Manual lead tests were unremarkable for any abnormalities.